Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The foreign material were seeds. It is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states detection methods in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had something stuck in the channel. The issue occurred during reprocessing. There were no reports of patient harm.